Event description:
It was reported by the device user that the unit was dropped and has physical damage. Upon testing at welch allyn, it was discovered that the device will not fire at any energy than 50j.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was returned for evaluation. It was confirmed by visual examination that the device had physical damage consistent with being dropped. During investigation at welch allyn, a secondary finding identified that the device would not fire at the required energy level. The cause of low energy was isolated to an incorrect output of an integrated circuit. This output was producing a constant dc voltage from a specific pin (circuit) when the output should have been a square wave output. This resulted in the device being slow to charge and timing out (stopping) prior to obtaining a full charge. It is not known if the malfunction was related to the physical shock event that damaged the physical exterior of the device. The device was evaluated and the customer was provided a quotation. The customer declined repair and the device was returned as is.